Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set fell off event during use in middle of night on (B)(6) 2024. No further information available.